Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following factors contributed to the malfunction: occasional noise/lines visible in the image from the camera head, potentially related to a defective internal transmit/receive circuitry (txrx) module, and intermittent communication with the light source associated with damaged pins on the system connector of the main control (mc) board. The presence of dust inside the equipment and external chemical/water seepage inside the lcd (liquid crystal display) panel were observed; however, a direct causal relationship between these findings and the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had dust found inside the equipment, sometimes noise/lines were visible in the image, intermittent communication with the light source was observed, and external chemical/water seepage was found inside the liquid crystal display (lcd) panel. There was no patient involvement.